Event description:
We passed registration. Then when we got to reaming it wouldn¿t pass check point. We tried to re-register and it wouldn¿t pass. We switched end effector and it wouldn¿t pass. Then when we tried to take reamer handle out it got stuck. Then we got the handle out with a mallet. Changed out the reamer handle them it passed, but trouble getting the handle out again. Trouble getting same reamer handle out of end effector. Case type: tha. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Product identification: the reported device was confirmed to be a offset cup reamer handle, p/n 212760, lot 3578697 RMA 267398. Inspection: functional inspection: functional inspection confirms alleged failure of difficulty to assemble or disassemble the offset cup reamer handle, p/n 212760, lot 3578697 from a good tha end effector. Visual inspections shows light mushrooming deformation at the rim of the groove. In addition, one screw from the two most proximal to the basket attachment located in the outer shell assembly is missing. Dimensional inspection at the deformity using tn 0229 measured the shaft at 11.521 mm making it out of tolerance from the specified upper bound of 11.484 mm product history: review of device history records indicate 0 of 29 devices were accepted into final stock on 03/11/2017. Per qt 17-03-0041, twenty-four (24) devices were accepted "use as is". The nonconformance is unrelated to the failure in this investigation. Complaint history review: review of complaints for p/n 212760, l/n 3578697 within the trackwise database show 3 other related complaints. (B)(4). Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Conclusion: visual inspections shows light mushrooming deformation at the rim of the groove. In addition, one screw from the two most proximal to the basket attachment located in the outer shell assembly is missing. Dimensional inspection at the deformity using tn 0229 measured the shaft at 11.521 mm making it out of tolerance from the specified upper bound of 11.484 mm. Failure mode was confirmed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We passed registration. Then when we got to reaming it wouldn¿t pass check point. We tried to re-register and it wouldn¿t pass. We switched end effector and it wouldn¿t pass. Then when we tried to take reamer handle out it got stuck. Then we got the handle out with a mallet. Changed out the reamer handle them it passed, but trouble getting the handle out again. Trouble getting same reamer handle out of end effector. Case type: tha. Surgical delay: 16-30 minutes.